Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please verify if two different sutures- 1663g and 593h were used in same procedure. Procedure name did needle piece(s) fall in patient? X-ray takens? Results? Were needles fully retrieved? Were needle piece(s) removed from the patient? During same procedure? Any additional tissue damage/ dissection as a result of searching for the needle piece(s)? Any other patient consequences? If yes, what medical/surgical treatment was provided?

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2018 and suture was used. During the procedure, the needle broke while using it in the tissue. It was unknown if any needle piece fell in to the patient. It was unknown how the procedure was completed. There were no adverse patient consequences reported. Additional information has been requested.

Manufacturer narrative:
Product complaint # (B)(4) the device history records were reviewed and the manufacturing criteria was met prior to the release of this lot.